Event description:
It was reported that during implant, the left ventricular (lv) lead could not be pushed deep enough into the lv header port of the device. The lead seemed to bounce back from an ¿obstruction¿ in the device port. An attempt to get the obstruction out of the port with a stylet was unsuccessful. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and found there was foreign material in the device connector bore. (B)(4).